Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set had missing component issues. The following information was provided by the initial reporter : the user facility reported the device had a part that did not come with the proper end.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-mar-2022 h6: investigation summary the customer reported the part came with the wrong end and returned one used sample of material 2420-0500, as well as photos. The photos and the sample verified the complaint of wrong end, and the complaint is verified. The root cause is determined to be a misassembly of the set. Where the set should lead into the male luer, instead there is a smart site facing the wrong direction. Manufacturing implemented new jigs and fixtures on 27-may-2022 to prevent misassembly issues. No other failure modes observed. A device history record review for model 2420-0500 lot number 22013273 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 14jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set had missing component issues. The following information was provided by the initial reporter : the user facility reported the device had a part that did not come with the proper end.